Manufacturer narrative:
The device was evaluated by the fse and no problems could be found. The device meets all specifications. No further action is necessary at this time. Based on the information available and the evaluation conducted, the cause of the reported problem is unknown. The problem was not confirmed. The evaluation of the device found no problems. The device meets all specifications and is returned to service. Philips cannot rule out a malfunction at the time it was reported, but no problem could be reproduced, and no repair was warranted. There is no indication of a systemic problem; no further investigation or action is warranted.

Event description:
It was reported to philips that the device does not deliver the selected current. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.